Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump and successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged.